Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00369-1 the investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut and the gear was damaged. The gears and collars were replaced. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher teeth are bent - not cutting through. Lifenet health is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. This issue was identified when the mesh was opened to begin processing. Due diligence is complete. At product evaluation investigation the cutter failed testing due to an incomplete cut. No additional event information available.